Event description:
An empty reservoir alarm occurred. The physician aspirated through the cap (catheter access port) and cleared the catheter. The patient/device information, patient symptoms, interventions, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).